Event description:
Hill-rom rec'd a report from a hill-rom tech stating the CPR will self- run into trendelenburg. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The tech found the pt side rail board and ribbon cable were the issue. Per the hill-rom svc manual the affinity three birthing bed and affinity four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventative maintenance (pm) along with a quarterly battery check and testing for joint commission on accreditation of healthcare organizations ((B)(4)). Pm and testing not only meet jcaho requirements but will help ensure a long, operative life for the bed. Pm will minimize downtime due to excessive wear. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the pt side rail board and ribbon cable and the issue was resolved. Based on this info, no further action is required.